Event description:
The customer reported that while setting up the unit for use on a patient, the pressure channel would not zero. They attempted to switch the patient to another pump, but the patient coded, while waiting for the second pump to arrive. They were able to zero the pressure transducer on the second pump, but the patient expired.